Manufacturer narrative:
(B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will be submitted as soon as if additional information becomes available.

Event description:
It was reported that during patient treatment a bubble alarm was displayed and the pump stopped. The nurses detected that the clip on the flow bubble sensor had opened by itself multiple times. They reported that it hasn't affected the bubble detection function but it did start to misread the flow. It was reported that no visible bubbles could be detected. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and found the bubble sensor was operating properly and did find any problem with the latch operation. He stated that he would observe the location of the sensor going forward to see where the sensor is being located (and coming in contact with something that is releasing the latch), and to see where he might improve the location to reduce any contact incidence. He ran complete tests of the venous probe and discovered the probe sensor face had something spilled onto it. The spill had been cleaned, but a severe residue remained that he believed may have caused the drifting of the svo2 reading (hb and hct readings remain accurate). He cleaned the probe surface and re-calibrated the probe through the service tool. This first follow up report will also serve as a final report for this issue.

Event description:
(B)(4).